Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of their pump, which was described as frozen and unresponsive. There was no adverse impact on the customer's blood glucose level. The customer attempted a pump reset, but it did not resolve the issue, so tandem technical support arranged to replace the pump. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery. The replacement pump was set to be sent out with updated software, along with available training. The customer was informed about the necessary steps for returning the problematic pump.